Manufacturer narrative:
The handpiece was received at the MFR for eval, and the service tech observed that the back nut was out of the device. Based on the investigation details, the reported event can be confirmed. The nut may unthread due to the vibration of the handpiece during normal use. The nut can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.

Event description:
It was reported that the dec nut came out of the device and the handpiece fell apart during a surgical procedure. The case was completed with another device. There was no medical intervention or any adverse consequences reported as a result of this event.